Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp5024 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in australia.

Event description:
It was reported that PICC cnc says that two powerglied pro midlines have been found to be kinking in patients a day or so after insertions. They will get called for not working line and find that the midline cannula has kinked right near hub on cannula where it enters skin and vessel. This report addresses the first device.